Manufacturer narrative:
Insulin pump was received with a broken force sensor was detected during seating or regular delivery error found in the pump history file and critical pump error alarm during testing due to moisture damaged electronic assembly on electrical board .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a critical pump error. The customer's blood glucose level was 7 mmol/l at the time of the incident. The insulin pump was exposed to water. There was moisture in the battery compartment. The customer inserted a new battery but the home screen did not appear on the display of the insulin pump. Troubleshooting was not performed and the insulin pump will not be returned to the analysis.